Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized while on the pump. The reporter stated that the patient had discontinued pump therapy at the time of the call. The reporter was unable to provide any specific blood glucose values or treatment received while hospitalized. The reporter alleged that there was something wrong with the pump, but was unwilling to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized due to an unknown pump malfunction.